Event description:
Alleged the head section will not lower electrically, or by using the CPR release.

Manufacturer narrative:
The facility found the head drive was binding and off the track. The facility replaced the CPR assembly to repair the bed.